Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: suspected/actual rupture/deflation.

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade ii, suspected/actual rupture/deflation". This record is for the right side. Device was explanted.